Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found tip sleeve contaminated with serum in the reported problem area of the pipette assembly. Replaced the plunger, and tip clamp and cleaned the sleeve in position 7. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.